Event description:
It was reported that inflation could not be maintained on one (1), size m6sct, specialized single cannula low pressure cuffed tracheostomy tube. The device was in use approximately one (1) week when the reported inflation problem was detected. It is unknown whether the device was pre-tested prior to intubation. There was one (1) pt involved with no reported pt injury. The size m6sct device was returned to the MFR on 5/19/1998 for identification, analysis and investigation. The device evaluation results are recorded in section h. Of this report.